Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the lead displayed an increase in the v-v interval, which was high. It was also reported that re-programming was performed at an earlier and unknown time possibly due to t wave over-sensing. A review of the clinical data showed "there was a lot of sensing integrity counts and most likely t wave over-sensing." Following, the v-v interval was found to be at one. The patient is being monitored and the lead remains in use. No patient complications have been reported as a result of this event.